Event description:
It was reported that the patient experienced long standing phrenic nerve stimulation by the left ventricular lead which the patient tolerated. The left ventricle lead was capped and replaced on (B)(6) 2022. Patient was stable.